Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer). (B)(4).

Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation: cystocele, vault prolapse with stress urinary incontinence. The procedure performed: anterior repair with mesh, colpopexy, tvt-o, cystoscopy. Additional surgery details: reason for surgery: cystocele, rectocele and enterocele. The 2nd procedure performed: cystocele, rectocele and transvaginal extraperitoneal repair, cystoscopy. Complications post placement: as on (B)(6) 2012: had cystocele, rectocele and enterocele. Scheduled for cystocele, rectocele and transvaginal extraperitoneal repair, cystoscopy